Event description:
Sudden drop in blood pressure within 3 minutes of dialysis initiation. Within 25 min, developed shaking chills with temp 99. Heart rate was 140, however, pt arrived with 140 heart rate. Given rochephin IV after dialysis for fever and chills. Dose, frequency & route used: 1500 units ivp. Therapy dates: on dialysis 2 years. Diagnosis for use: hemodialysis.